Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, lot# l58356, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported a catheter replacement was performed on (B)(6) 2014. The pump was used to deliver baclofen. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.